Manufacturer narrative:
Batch review performed on 19 november 2019: lot 133966: 25 items manufactured and released on 28-oct-2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, 23 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of instability which was caused from a loose stem. The cause of the loose stem is unknown. The surgeon revised the stem, head, and liner almost 4 years and 8 months after primary. The surgery was completed successfully.